Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon device interrogation, multiple episodes of auto mode switch due to atrial lead noise were noted. The noise could be reproduced in clinic. The device was reprogrammed and the patient would be monitored via merlin.net.